Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found around the rubber stopper while using a bd syringe luer-lok¿. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that leakage was found around the rubber stopper while using a bd syringe luer-lok¿. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one (1) actual sample without package was returned for investigation. The sample is subjected to visual inspection. Did not observe any stopper mis-assembly. Observed solution between the rib of the stopper indicating leakage past the 1st rib of the stopper. The actual sample was subjected to leak test per test procedure (B)(4) and pass the leak test. Did not observe any leakage from the leak test. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: the return sample passed the leak test and no leakage was observed. Hence root cause could not be determined.

Event description:
It was reported that leakage was found around the rubber stopper while using a bd syringe luer-lok¿. There was no report of exposure, serious injury or medical intervention.